Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a scrambled screen consistent with a broken lcd, and a replacement pump was arranged; the user reported elevated blood glucose with a highest value of 190 mg/dl and impact to glucose management, and backup therapy was used. Symptoms included nausea and tiredness without alerts for extreme hyperglycemia, without ketone testing, and without medical intervention or hospitalization. Outcomes included temporary interruption of device use and user reliance on backup therapy. Investigation included review of complaint details and product history and provision of replacement with instructions for shutdown and return. Investigation of this device revealed a display hardware failure of the lcd screen that impaired device usability, consistent with a screen/display damage issue. It was concluded, based on previously established findings for similar reports, that the cause was product damage consistent with handling or wear, with no evidence of a systemic malfunction.